Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging and the leads had high impedances. The patient underwent a lead and ipg replacement procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 19035192. UDI: (B)(4). Product family: scs-extension. Upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(6). Batch: 7021604/7073925. UDI: (B)(4). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging and the leads had high impedances. The patient underwent a lead and ipg replacement procedure and was doing well postoperatively. The explanted devices were not returned